Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that she has been going through therapy since (B)(6) 2019 and has had 3 x-rays done, but now is being prescribed an MRI. The patient stated that the upper back injury was caused from work, but her lower back problems have been going on for years. The patient stated that she doesn't know if the lower back problems were caused by the ins, but did note she has arthritis in her lower back that causes pain. During the call the patient reported that the ins never helped her control her bladder symptoms because she would experience urine going down her legs. The patient stated that when she saw her previous hcp ,would advise her to titrate the stimulation intensity. The patient reported that the ins quit working 2 years ago. Patient services was under the impression that the patient meant the battery depleted for the ins 2 years ago. The patient mentioned that she doesn't have the money to get the ins taken out. There were no further complications reported.